Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric lens model, zct225 iol (intraocular lens) rotated post-operative. As a result, a secondary surgery is needed to rotate the lens in patient's left eye (os). Reportedly, the subject's current refraction is 1.25 -1.75 x 60° and current iol position is at 45 degrees. Additional information was received, the lens rotation was performed as planned without issues or complications. No additional information provided.